Manufacturer narrative:
The investigation confirmed the reported event. It is difficult to determine when a hole in the packaging may have occurred. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
The tyvek cover on the tubing pack was torn making it unusable.

Manufacturer narrative:
The device (not the exterior packaging) was returned to the manufacturer however, at this time it has not been evaluated. When an assessment of the affected product is complete a supplemental report with our additional findings will be provided.

Event description:
The tyvek cover on the tubing pack was torn making it unusable.